Manufacturer narrative:
The hillrom technician found the upper control board/lower control board coil cable assembly needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Hilow motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. If the bed does not fully raise and lower, calibrate the bed position sensor. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Troubleshoot in the event of a doubt. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in may 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the upper control board/lower control board coil cable assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed goes up by itself (self run). The bed was located in the repair depot at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).